Event description:
A (B)(6) female pt contacted lifecor customer support to report that she was getting a "wrench code 29". Support sent the pt a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The cause of the monitor not powering up was faulty resistor, r45, in the charge circuit for the hv capacitors on the defibrillator pca within the monitor. R45 was burnt up. This resistor is 2.2 ohm 1/4 watt metal electrode face bonded (melf) surface mount resistor in a 1206 package. R45 exists in the circuit that connects the hv_cap_neg with out_gnd when the charge relay is energized. The voltage that was supposed to be dissipated by this resistor was then delivered to other parts of the monitor. The relay contacts were latched together. There were multiple parts burnt on the defibrillator board. The root cause of the defective r45 cannot be positively identified but was likely a random component failure. This is unusual event. No adverse event resulted from the r45 failure. The pt received a replacement monitor.